Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The safety clips were missing. The tb adapter and 2-way stop cock were open. The distance from tb adapter to pin vise handle was 50 mm. The stent graft had been released and was missing. The inner catheter and filling material protrude 112 mm from the tip. The outer sheath was torn off at the catheter reinforcement and elongated in the area of the tear off. The complaint is confirmed. The damage to the outer sheath indicates the occurrence of high deployment forces during the attempt to release the stent graft. However, based on the info available, the root cause could not be determined. This application represents an off-label use. The fluency tracheobronchial stent graft is indicated for use in the treatment of tracheobronchial strictures and has never been tested for an application as described in this case. The current IFU supplied with this product states that the safety and effectivenss of this device for use in the vascular system has not been established.

Event description:
It was reported that during a procedure to implant a stent graft in a forearm av graft, the device failed to deploy. The device deployed approx 1 cm only, so the device was removed and there was no reported injury to the pt. The stent was being implanted for pseudoaneurysm in a forearm av graft. An 8 f sheath and a 0.035 glide wire were used for the procedure. The approach was through the venous side and then a 180 degree turn to the arterial side. The dr had no difficulty advancing to the intended site, but it was only when he started to deploy the stent that he felt resistance. The procedure was completed with another stent graft.